Event description:
It was reported via repair work order that the lock bar strut is broken preventing proper functioning of the device. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.